Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, both mapping and balloon catheters were observed to be kinked as noted via fluoroscopy. The mapping catheter continued to be used, and the balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.